Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test (7-19 psi) with values of 19.1, 19.9, 20.1, 21.0, 19.3, 19.7 in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition device failed the downstream occlusion test (7-19 psi) with values of 19.1, 19.9, 20.1, 21.0, 19.3, 19.7. Device was sent for downstream testing with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.